Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed by the hospital.

Event description:
Complains of ankle pain in left ankle. Patient was revised.